Manufacturer narrative:
(B)(4). Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Fracture, embedment, migration, organ perforation, duodenal injury, fistula, intra-abdominal abscess, colonic perforation, infection of ivc and pain post implant. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported duodenal injury, fistula, intra-abdominal abscess, infection of ivc and pain post implant are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2008 via left common femoral vein due to deep venous thrombosis (per implant operative report). Patient alleges fracture, embedment, migration, organ perforation, duodenal injury, fistula, intra-abdominal abscess, colonic perforation, infection of ivc, pain post implant.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2009, ¿ivc filter is stable in position with the anchor struts extending outside the ivc.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2013, ¿ivc filter in place with the tips of the struts extending external to the lumen of the ivc.¿ per an exploratory laparotomy with repair of duodenum operative report dated (B)(6) 2013, ¿indications: the patient is a (B)(6) man who presents with evidence of a malpositioned ivc filter with the legs of the filter outside of the vena cava in the duodenum. Procedure: there was an obvious point of adherence between the vena cava and duodenum and we could feel a metal prong in the middle of this tissue. There is also evidence of a colon fistula in this region which had been mobilized. Once the duodenum had been completely mobilized off the cava, there were 3 prongs of the ivc filter4 that were protruding from the cava. [The physician] excised the legs of the filter.¿ per a removal of ivc filter operative report dated (B)(6) 2013, ¿preoperative diagnosis: infected inferior vena cava filter. Findings: the inferior vena cava was patent and the ivc filter was able to be removed. It did not appear grossly infected. It was sent for culture.¿